Manufacturer narrative:
A picture was returned showing what appears to be a leak coming from the filter vent on the piercing pin assembly of the set. Additionally received one used list# 14687-15 primary plum set attached to a spike bag with purple lock. As received no damage or anomalies were observed. The set was leak tested per specifications. A leak was observed to be coming from multiple locations on the filter vent. The complaint of filter vent leakage can be confirmed. The probable cause is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that the fourth day of drug infusion, there were leaks observed from the drip chamber filter. There was patient involvement, but no adverse event/patient harm and no delay in critical therapy.

Manufacturer narrative:
Investigation in progress and results will be submitted upon investigation completion.